Event description:
The pump was returned for investigation. Investigation revealed that the display screen was faded and discolored. This report is made based on results of investigation completed on 09/11/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: investigation revealed that the display screen was faded, discolored, and difficult to read. The display was replaced with a test display, and the contrast returned to normal and was fully illuminated with no signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).